Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (damaged cable / constant alarms) was confirmed. As received, the cable connecting the distribution node (dn) to rear therapy electrode (te) was pulled from the dn and the pulse wire was open inside the dn. The cause of the constant alarms is the damaged cable and wire. The root cause of the open wire is excessive force placed on the cable.no adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report that a patient's device was constantly producing gong alarms.